Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display followed by a constant tone. Problem isolated with the motherboard.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the time on the device was not advancing and the buttons were unresponsive. The customer stated the buttons did not respond without a battery change. The blood glucose reading at time of call was 190mg/dl. Instructed the customer to let the insulin pump to rest for two hours. The customer called back and stated that the display did appear, but she was not able to finish programming the time and date, and the buttons still did not respond. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.